Event description:
(B)(4). Initial info for this spontaneous report was received from a physician via a company rep on 3/13/08: a (B)(6) female who was treated with poly-l-lactic acid (sculptra) over a year ago experienced multiple nodules. The nodules vary in size and most are visible. No further medical info was provided. Add'l info was provided on 3/17/08 after a phone call by (B)(4) to the physician's office: there are two pts, (on this f/u call, it was determined that there is no (B)(6) pt in these reports): this case represents case 1 of 2; (case #2 is (B)(4), for a currently (B)(6) pt).

Manufacturer narrative:
Add'l implant dates: (B)(6) 2005. A currently (B)(6) female pt, who is also the reporting physician, initiated therapy with poly-l-lactic acid (sculptra) on (B)(6) 2005. The first injection was 5 cc to lateral zygomatic arch, nasolabial (n/l) folds, temples, marionette lines and a small amount (nos) in cheeks, left greater than right. On (B)(6) 2005 the second treatment was 0.4 cc was given around eyes. On (B)(6) 2005, the third treatment was 0.4cc was given in left periorbital, n/l folds, and marionette lines. On (B)(6) 2005, the fourth treatment was 5 cc was given to temple, orbital rim, n/l fold, and marionette lines. No info was available regarding reconstitution of the poly-l-lactic acid, or the specific amounts injected at each site. Lot numbers/exp dates not specified. The physician has nodules, nos, size and locations not specified. Onset date not specified. Concomitant medications included a medication for hypertension, ibuprofen and acetylsalicylic acid (aspirin). The pt received hyaluronic acid injectable gel (restylane), hyaluronic acid injectable gel (juvaderm), and laser treatments, (nos), for unspecified indications after the poly-l-lactic acid treatments. No further medical info was provided. Add'l info for sculptra (lot #/exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.